Event description:
Customer alleged high readings using her contour meter. No adverse events alleged. The complaint did not meet the criteria to be reported at the time of the call, but the test strips and control solution were returned for evaluation. Replacement test strips, meter and control were sent to the customer.

Manufacturer narrative:
The control solution and test strips were returned for evaluation. One of five control tests gave a reading that was 63mg/dl high out of spec. The reading was not automatically marked as a control test by the meter, which will be displayed as a blood result when accessing the meter's memory. Blood testing resulted in satisfactory performance. Satisfactory performance using retention strips and customer control.